Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for sodium electrode (na) and chloride electrode (cl) on a cobas c 303 analytical unit and a cobas b 221 <6> system. This medwatch will cover the results from the b221 system. Refer to medwatch with a1 patient identifier (B)(6) for information on the results from the c303 analyzer. For na: the avl system result was 134 mmol/l. The c303 analyzer result was 134 mmol/l. The b221 result was 137.5 mmol/l. The hibrid system result was 143 mmol/l. The c303 analyzer result and the hibrid system results are discrepant. For cl: the c303 analyzer result was 105 mmol/l. The b221 result was 103.7 mmol/l. The hibrid system result was 115 mmol/l. The b221 system and the hibrid system results are discrepant.

Manufacturer narrative:
No electrode lot numbers with expiration dates were provided.

Manufacturer narrative:
It was clarified that the "hibrid" system was the same c303 analyzer. The initial report stated: for na: the avl system result was 134 mmol/l. The c303 analyzer result was 134 mmol/l. The b221 result was 137.5 mmol/l. The hibrid system result was 143 mmol/l. The c303 analyzer result and the hibrid system results are discrepant. For cl: the c303 analyzer result was 105 mmol/l. The b221 result was 103.7 mmol/l. The hibrid system result was 115 mmol/l. The b221 system and the hibrid system results are discrepant. This should read: for na: the avl system result was 134 mmol/l. The c303 analyzer result was 134 mmol/l. The b221 result was 137.5 mmol/l. The c303 analyzer result was 143 mmol/l. For cl: the c303 analyzer result was 105 mmol/l. The b221 result was 103.7 mmol/l. The c303 analyzer system result was 115 mmol/l. The high results from the c303 analyzer are in question. The results from the avl system and the b221 system were believed to be correct. The field application specialist (fas) and field service engineer (fse) visited the customer site. The dilution vessel and sippers were cleaned. The daily green rack was run, ise checks and reagent purges were performed, and calibration and qc were completed with no issues. The high results were consistent with an improperly emptying/drying of the mixing vessel caused by contamination of the dilution vessels or clogged vacuum nozzles. This contamination is due to poor sample quality. The investigation determined the event was due to a preanalytical handling issue.